Manufacturer narrative:
The results of the investigation are inconclusive as the locking nail was not returned for evaluation. Manufacturing and inspection records were reviewed, and no anomalies were found.

Event description:
The surgeon used the polarus3 nail(4002-10220-s; 488333) and inserted the screw tap. The surgeon broke the screw tap during polarus3 surgery. He was not able to remove the broken screw tap tip, and it remains in the patient's body. This report is related to report number 3025141-2022-00075 which is on the screw tap. This report is on the locking nail.